Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that the insulin pump got a blank display. Customer was experiencing a high blood glucose and the high blood glucose value was 300 mg/dl. Customer¿s mom stated that the screen was glitching out sometimes it just goes blank and can¿t see. The product will not return for the analysis.